Event description:
Reporter stated that patient woke up in middle of night, and found that blood glucose had risen from 140 mg/dl to 480 mg/dl. Patient then calculated insulin ratio and dialed up dose on device, then blood glucose rose to 530 mg/dl. Patient phoned physician, and went to ER. Patient was hospitalized for three days. Patient experienced dehydration from vomiting and a low platelet count from an unspecified medication.